Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device appears to have potentially perforated [the] fundus of the uterus at its cranial-most extent but still largely lies within the myometrium"), device breakage ("part of the device remains in her body"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and toxic nodular goitre ("toxic unimodular goiter without crisis") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: general anesthesia in 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2011, 3 years after insertion of essure, the patient experienced menorrhagia ("menorrhagia / heavy menses"), weight increased ("weight gain") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia / heavy menses"), weight increased ("weight gain") and fatigue ("fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), dysfunctional uterine bleeding (seriousness criterion medically significant), toxic nodular goitre (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("immense abdominal pain/severe and constant abdominal pain"), dysmenorrhoea ("dysmenorrhea"), uterine enlargement ("enlarged uterus / uterine enlargement"), anaemia of chronic disease ("anemia of chronic illness"), myalgia ("muscle pain"), arthralgia ("joint pain"), malaise ("malaise"), obesity ("obesity unspecified"), anaemia ("anemia unspecified"), polymenorrhagia ("excessive/frequent menstruation"), iron deficiency ("unspecified iron deficiency") and allergy to metals ("cannot wear ¿fake¿ (or ¿costume¿) jewelry, which often has nickel in it") with skin irritation and skin swelling. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), dysfunctional uterine bleeding (seriousness criterion medically significant), toxic nodular goitre (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("immense abdominal pain/severe and constant abdominal pain"), dysmenorrhoea ("dysmenorrhea"), uterine enlargement ("enlarged uterus / uterine enlargement"), anaemia of chronic disease ("anemia of chronic illness"), myalgia ("muscle pain"), arthralgia ("joint pain"), malaise ("malaise"), obesity ("obesity unspecified"), anaemia ("anemia unspecified"), polymenorrhagia ("excessive/frequent menstruation"), iron deficiency ("unspecified iron deficiency") and allergy to metals ("cannot wear ¿fake¿ (or ¿costume¿) jewelry, which often has nickel in it") with skin irritation and skin swelling. The patient was treated with surgery (on (B)(6) 2011, patient had a performed hysterectomy). At the time of the report, the uterine perforation, device breakage, dysfunctional uterine bleeding, toxic nodular goitre, pelvic pain, abdominal pain, menorrhagia, dysmenorrhoea, weight increased, fatigue, uterine enlargement, anaemia of chronic disease, malaise, obesity, anaemia, polymenorrhagia, iron deficiency and allergy to metals outcome was unknown and the myalgia and arthralgia had not resolved. The reporter considered abdominal pain, allergy to metals, anaemia, anaemia of chronic disease, arthralgia, device breakage, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, iron deficiency, malaise, menorrhagia, myalgia, obesity, pelvic pain, polymenorrhagia, toxic nodular goitre, uterine enlargement, uterine perforation and weight increased to be related to essure. The reporter commented: after hysterectomy, the plaintiff did and continues to complain of joint and muscle pain. Unfortunately, her physicians have not been able to find the cause of her symptoms despite constant treatment and medicinal therapy. Since no definitive pathological findings were completed and/or provided in her medical records, she believes that part of the device remains in her body and will have to be removed by additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: occluded the fallopian tubes bilaterally on (B)(6) 2011, patient had performed underwent a transvaginal ultrasound which showed an enlarged uterus and that the ¿essure device appears to have potentially perforated". Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure device appears to have potentially perforated [the] fundus of the uterus at its cranial-most extent but still largely lies within the myometrium/migration'), device breakage ('part of the device remains in her body'), abnormal uterine bleeding ('dysfunctional uterine bleeding') and toxic nodular goitre ('toxic unimodular goiter without crisis') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Previously administered products included for an unreported indication: general anesthesia. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2011, the patient was found to have weight increased ("weight gain? Abnormal weight gain") and experienced fatigue ("fatigue"), 3 months 3 days after insertion of essure. In (B)(6) 2011, the patient experienced heavy menstrual bleeding ("menorrhagia / heavy menses"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), abnormal uterine bleeding (seriousness criterion medically significant), toxic nodular goitre (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("immense abdominal pain/severe and constant abdominal pain"), dysmenorrhoea ("dysmenorrhea"), uterine enlargement ("enlarged uterus / uterine enlargement"), anaemia of chronic disease ("anemia of chronic illness"), myalgia ("muscle pain"), arthralgia ("joint pain"), malaise ("malaise"), obesity ("obesity unspecified"), anaemia ("anemia unspecified"), polymenorrhagia ("excessive/frequent menstruation"), iron deficiency ("unspecified iron deficiency") and allergy to metals ("cannot wear ¿fake¿ (or ¿costume¿) jewelry, which often has nickel in it") with skin irritation and skin swelling. The patient was treated with surgery (on (B)(6) 2011, patient had a performed hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, device breakage, abnormal uterine bleeding, toxic nodular goitre, pelvic pain, abdominal pain, heavy menstrual bleeding, dysmenorrhoea, weight increased, fatigue, uterine enlargement, anaemia of chronic disease, malaise, obesity, anaemia, polymenorrhagia, iron deficiency and allergy to metals outcome was unknown and the myalgia and arthralgia had not resolved. The reporter considered abdominal pain, abnormal uterine bleeding, allergy to metals, anaemia, anaemia of chronic disease, arthralgia, device breakage, dysmenorrhoea, fatigue, heavy menstrual bleeding, iron deficiency, malaise, myalgia, obesity, pelvic pain, polymenorrhagia, toxic nodular goitre, uterine enlargement, uterine perforation and weight increased to be related to essure. The reporter commented: after hysterectomy, the plaintiff did and continues to complain of joint and muscle pain. Unfortunately, her physicians have not been able to find the cause of her symptoms despite constant treatment and medicinal therapy. Since no definitive pathological findings were completed and/or provided in her medical records, she believes that part of the device remains in her body and will have to be removed by additional surgery. No. Of coils: the essure device was then put into each tubal ostium in the usual manner with 3 coils coming out each tube diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: occluded the fallopian tubes bilaterally. Ultrasound scan vagina - on (B)(6) 2011: results: enlarged uterus and that the "essure device appear. Diagnostic results: on (B)(6) 2011, patient had performed underwent a transvaginal ultrasound which showed an enlarged uterus and that the ¿essure device appears to have potentially perforated". Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysfunctional uterine bleeding, dysmenorrhea quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure device appears to have potentially perforated [the] fundus of the uterus at its cranial-most extent but still largely lies within the myometrium/migration'), device breakage ('part of the device remains in her body'), abnormal uterine bleeding ('dysfunctional uterine bleeding') and toxic nodular goitre ('toxic unimodular goiter without crisis') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Previously administered products included for an unreported indication: general anesthesia. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2011, the patient was found to have weight increased ("weight gain? Abnormal weight gain") and experienced fatigue ("fatigue"), 3 months 3 days after insertion of essure. In (B)(6) 2011, the patient experienced heavy menstrual bleeding ("menorrhagia / heavy menses"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), abnormal uterine bleeding (seriousness criterion medically significant), toxic nodular goitre (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("immense abdominal pain/severe and constant abdominal pain"), dysmenorrhoea ("dysmenorrhea"), uterine enlargement ("enlarged uterus / uterine enlargement"), anaemia of chronic disease ("anemia of chronic illness"), myalgia ("muscle pain"), arthralgia ("joint pain"), malaise ("malaise"), obesity ("obesity unspecified"), anaemia ("anemia unspecified"), polymenorrhagia ("excessive/frequent menstruation"), iron deficiency ("unspecified iron deficiency") and allergy to metals ("cannot wear ¿fake¿ (or ¿costume¿) jewelry, which often has nickel in it") with skin irritation and skin swelling. The patient was treated with surgery (on (B)(6) 2011, patient had a performed hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, device breakage, abnormal uterine bleeding, toxic nodular goitre, pelvic pain, abdominal pain, heavy menstrual bleeding, dysmenorrhoea, weight increased, fatigue, uterine enlargement, anaemia of chronic disease, malaise, obesity, anaemia, polymenorrhagia, iron deficiency and allergy to metals outcome was unknown and the myalgia and arthralgia had not resolved. The reporter considered abdominal pain, abnormal uterine bleeding, allergy to metals, anaemia, anaemia of chronic disease, arthralgia, device breakage, dysmenorrhoea, fatigue, heavy menstrual bleeding, iron deficiency, malaise, myalgia, obesity, pelvic pain, polymenorrhagia, toxic nodular goitre, uterine enlargement, uterine perforation and weight increased to be related to essure. The reporter commented: after hysterectomy, the plaintiff did and continues to complain of joint and muscle pain. Unfortunately, her physicians have not been able to find the cause of her symptoms despite constant treatment and medicinal therapy. Since no definitive pathological findings were completed and/or provided in her medical records, she believes that part of the device remains in her body and will have to be removed by additional surgery. No. Of coils: the essure device was then put into each tubal ostium in the usual manner with 3 coils coming out each tube diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: occluded the fallopian tubes bilaterally. Ultrasound scan vagina - on (B)(6) 2011: results: enlarged uterus and that the "essure device appear. Diagnostic results: on (B)(6) 2011, patient had performed underwent a transvaginal ultrasound which showed an enlarged uterus and that the ¿essure device appears to have potentially perforated". Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysfunctional uterine bleeding, dysmenorrhea. Most recent follow-up information incorporated above includes: on 2-jun-2021: mr received. Reporter information , patient details , other relevant history added and rcc was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.